Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer she stated that she worked at the clinic because she is a nurse. She received some nipple ointment which was prescribed and some diflucan. The product was received on 10/18/2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that she was prescribed an antibiotic due to having thrush which may have caused or contributed to the tear in her nipple. Investigation (B)(4) has ben opened to address issue related to thrush and yeast infections. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that her pump in style breast pump has started to have a strong pull during the first couple of pumps sessions which caused pain and the customer reported that her nipple bled at the tear in the nipple. The customer stated that the tear may have been caused by a yeast infection that the customer had on nipple not related to pump.